Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "moving into my armpit" and capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV." Healthcare professional additionally reported via op report "pneumothorax"; this event is not device related. Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: device is seen intact and red particles on the shell. Device patch with lot number: 2491133. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV."